Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted audible tones due to exhibiting high out of range pacing impedance measurements on the right ventricular channel. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted audible tones due to exhibiting high out of range pacing impedance measurements on the right ventricular channel. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted audible tones due to exhibiting high out of range pacing impedance measurements on the right ventricular channel. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that noise and oversensing were also observed on the right ventricular channel. Due to this, an inappropriate non-sustained ventricular tachycardia (nsvt) was recorded. It is suspected that the lead experienced fracture, however, it has not been confirmed. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted audible tones due to exhibiting high out of range pacing impedance measurements on the right ventricular channel. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that noise and oversensing were also observed on the right ventricular channel. Due to this, an inappropriate non-sustained ventricular tachycardia (nsvt) was recorded. It is suspected that the lead experienced fracture, however, it has not been confirmed. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that farfield oversensing was also observed on the right atrial channel. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field additional information was added to the following fields: b5: describe event or problem field h6: device codes h6: impact codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.